Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two photographs of two devices. The first photograph depicts the product label. The product ID, lot number and expiration date are clearly visible. The second photograph depicts the two cannulas in a bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received two photographs of two devices. The first photograph depicts the product label. The product ID, lot number and expiration date are clearly visible. The second photograph depicts the two cannulas in a bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, half thru the laparoscopic gastric bypass, the device had a co2 leakage. Damaged seal and air/gas leaked from the seal was also reported. They obstructed the co2 leakage with hand instruments to complete the case. There was no patient injury.